Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (vessel occlusion, bypass), patient¿s condition affected effectiveness of device (anatomy related; severely tortuous right iliac). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely tortuous right iliac).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 22mm to 24mm and 22mm in length. The diameter of the right common iliac was 41mm diameter x 55 mm length, and that the right external diameter was 8.5mm. The left common iliac was 20mm diameter (proximal) to 10mm diameter (distal) x 42mm length, and the left external was 9mm. It was reported that the patient presented with a limb occlusion (distal side of landing for right external iliac artery) due to severe tortuosity of the right iliac. A femoral-femoral bypass surgery was performed. The patient will remain under observation and additional treatment might be needed to implant an additional stent. No additional clinical sequelae were reported and the patient is fine. Angio images at implant show that the right internal iliac is coiled. The suprarenal neck is angulated approximately 90 deg to the left. The main device was implanted from the left side into the distal neck, well below the renals, into the straighter portion of the neck. An extension was placed approx 1cm distal to the ipsi limb into left common iliac. The contra limb was implanted, followed by an extension that was placed into the right external iliac. The distal contra limb sharply transitioned from 16mm to 8mm od within the external iliac. The external iliac distal to the stent graft was not visible on the angio's. Final angio showed good distal runoff bilaterally, and no endoleak. Angio images show an angulated distal right iliac limb within the right external. The right external iliac appeared severely tortuous. Retrograde contrast in the right external showed no blood flow within the stent grafts. Post-implant cta's show that right/contra limb is occluded beginning at the flow divider. No stent graft compression/kinks are seen. The minimum contra limb ID, within the right external iliac, is 8mm. The iliac vessel morphology of the external iliac could not be assessed (due to lack of contrast). A fem-fem bypass has been placed. The cause of the occlusion is likely anatomy related due to the reported severe tortuosity of the right external iliac. The stent graft ID transition change from the contra to the contra extension may have also contributed.